Event description:
Pt's one touch ultra meter was reported to have an error 1 issue. The strip was being removed or repositioned by the pt after the test had started. This issue was troubleshot, but the error 1 still appeared. There was no adverse event reported. Pt's blood glucose level was checked on another meter with a result of 191 mg/dl. There was no medical intervention. No further clinical info was provided.